Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi product: product: lasso® 2515 nav variable catheter, us catalog # ln122515ct, lot # 16094899l. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient, (B)(6) female, underwent a pulmonary vein isolation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. During procedure, there was noise signal on all electrodes of lasso® 2515 nav variable catheter; this catheter was exchanged for a same like product. Case continued and patient¿s blood pressure dropped suddenly and an echo confirmed a cardiac tamponade. The patient required pericardiocentesis. The patient required an extended hospitalization. The physician¿s opinion regarding the cause of this adverse event is might have contributed due to patient's anatomy. Settings during the event include: a brk xs sl-1 sheath and sro sheath were used (non bwi products); power setting: for anterior wall at 30 w. And posterior wall at 20 w.; flow setting at 17 - 30 mls; act range: 350 s.